Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 alarm due to a use error. Complaint is confirmed and the assignable cause is use error. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress (B)(4) and (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The care giver (cg) stated that she cycled power to the hc. The cg stated that the hp would start therapy over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the hp stated that the patient line did not prime all the way, yet, they still connected to get the machine to work, but then the system error (se) occurred. The hp stated that they were no physical abnormalities with the supplies. The hp had spoken with their registered nurse (rn) regarding the issue and stated that the hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.